Event description:
The patient was present for a dual chamber pacemaker implant. The right ventricular lead was positioned but the helix would not retract, causing malfunction and lead removal. Boston scientific pacing lead flextend model 4087-52 cm.lead #2 inserted: right ventricular lead with another malfunction of the helix: it will not retract. We removed the pacing lead. Boston scientific pacing lead flextend model 4087-52cm.after removal of this lead, the md inspected it and noted that the lead would not extend or retract. No resistance was noted.here are the notes from the operative report: the right ventricular lead was then advanced to the right ventricular apex under fluoroscopic guidance. The lead was positioned and screwed in using active fixation mechanism. Pacing and sensing characteristics were obtained, pacing with 10v did not cause diaphragmatic stimulation. Unfortunately, attempts at repositioning the lead were challenging due to failure of the active fixation mechanism to retract. This lead (guidant 4087) was removed from the patient and a new lead was introduced. Astonishingly enough, this lead (guidant 4087) was challenged by failure of the active fixation mechanisms to deploy. This too was removed. One trend was frequent, easy cannulation of the coronary sinus and middle cardiac vein, but this was atraumatic. We then advanced a fineline to the right ventricle. The lead was positioned and screwed in using active fixation mechanism. Pacing and sensing characteristics were obtained, pacing with 10v did not cause diaphragmatic stimulation." There were no complications.